Event description:
Additional information received from a reporter on 8/20/2020 for report. Effective (B)(6) 2020. (B)(6) has a new address and new phone number. Thank you for updating your records. Sorry, I have no email; no computer.

Event description:
I had lasik surgery in 2005 and I am not able to drive because I have high order aberrations after lasik: starburst, dayburst, halos, glare and floaters. FDA safety report ID# (B)(4).